Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy. It was reported that the patient¿s device was not working for them, so they turned it off and it now it¿s not working. It was reported that the event occurred ¿years ago.¿ no symptoms or complications were reported.